Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. The user had an issue with removing open applicator of the vistaseal product. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is the lot number? Lot# and product was not collected 2. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? This account was recently converted to our advanced biosurgery so vistaseal is relatively new. 3. Was a sales representative present during the case when the issue was experienced? There was no ahh rep present during this case. No further issues or complications with the product. The following information was requested, but unavailable: 1. How many times have they applied the laparoscopic tip? 2. Was any leakage or product solution observed at the luer locks connection? 3. Were there any unexpected outcomes or complications as a result of the event? 4. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: lnstituto grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including the batch number of the affected unit, the user's experience with the product; any leakage observed; any unexpected outcomes or complications resulting from the event, and the availability of pictures of the affected device. The following additional information was received: the user is relatively new to vistaseal. There was no sales representative present during this case when the issue was experienced. No unexpected outcomes or complications were reported as a result of the event. The lot number is unavailable, and no sample is being returned for evaluation. Due to the absence of essential information such as the batch number and the unavailability of the device or photographic evidence of the device, ig has been unable to perform a proper investigation. Based on this, we proceed to close the complaint. Please note that if any additional information is received that may be relevant and enable us to proceed with the investigation, we will be able to resume it accordingly. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.